Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected battery out limit noted. The insulin pump had cracked case at display window corners, battery tube threads, minor scratched and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced battery out limit alarm. The customer's blood glucose value was unknown. The customer received multiple batteries out limit alarms when batteries were out of the pump for less than one minute. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.